Event description:
It was reported the patient was unable to feel stimulation with her peripheral (off-label) lead. An sjm rep was unable to resolve the issue with reprogramming as stimulation was restored but not effective and the patient began experiencing uncomfortable stimulation at the lead site. The issue is being monitored and additional reprogramming will be attempted to address the issues.

Manufacturer narrative:
(B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.